Event description:
Per customer, during percutaneous removal of the device, the dome detached in the pt's stomach. The dome was retrieved by endoscope. The incident occurred approx 185 days after it was inserted in the pt.